Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had passed away. In the initial report, it was reported that she was found sitting on the toilet. It was also reported that the patient was non-compliant with medications and had missed 3-4 follow up appointments since the initial vns dosing, and it was likely that her settings were not at therapeutic levels. Additional information received from the autopsy facility indicated that it could not find an obvious cause of death, but the report was not finalized. The available programming history available for the patient¿s generator showed the last available device diagnostics were within normal limits. Additionally, the internal device data showed that the last ">25%" change in impedance occurred post-mortem where it was within normal limits before the change. Although an exactly value of impedance at time of death could not be determined, it was likely within normal limits. Review of the internal tachycardia detection log showed that the last entry was on (B)(6) 2016, when the device was likely being manipulated external from the patient. The previous entry was on (B)(6) 2016, estimated occurrence at 09:04:11. The patient's lead and generator were received by the manufacturer on 06/02/2016 and are undergoing product analysis. Information from the treating neurologist stated that she believed the patient¿s death was not related to vns. She confirmed the patient was not compliant with medications and was likely not taking any antiepileptic drugs at the time of death. The patient had a history of weekly simple partial seizures, complex partial seizures, and generalized seizures. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be probable sudep. No additional pertinent information has been received to date.

Event description:
Product analysis was completed on the returned lead portion on 06/24/2016. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No anomalies were noted. Continuity checks of the returned lead portion were performed and no discontinuities were identified. There is no evidence to suggest an anomaly with the returned portion of the device. Note that a large portion of the lead body, including the electrodes, was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Product analysis for the returned generator was completed on 06/28/2016. The internal device data was downloaded and showed no anomalies. Visual examination showed only observations consistent with the device explant procedure. No visual abnormalities were noted. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Both interrogations and system diagnostic tests were performed. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
The patient's autopsy report from the servicing hospital was received by the manufacturer. Post-mortem gross and microscopic examination revealed no significant pathologic abnormalities in any organs to be possibly associated with an immediate cause of death. Based on the clinical history and lack of any identifiable significant lesion on post-mortem examination, the patient's death was ruled as likely being related to her epilepsy and/or its complications. However, a definitive assessment could not be made with certainty. Based on the available information about the patient's death, an internal classification has determined that the death may be probable sudep. No additional pertinent information has been received to date.